Event description:
It was reported that the pacing dependent patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for lead revision where it was noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.